Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("acute and chronic salpingitis with adhesions"), pelvic adhesions ("salpingitis with adhesion"), ovarian abscess ("abcess on ovary") and genital haemorrhage ("heavy bleeding with blood clots") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included borderline diabetes and periappendicitis. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), back pain ("back pain") and headache ("headaches"). In 2015, the patient experienced ovarian abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and dysstasia ("pain to the point I could not stand up"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dizziness ("dizziness"), vomiting ("vomiting"), pyrexia ("fever"), anaemia ("anemia") and mental disorder ("psychiatric and/or psychological condition:"). The patient was treated with surgery (in 2017 full hysterectomy with left salpingectomy) and surgery (robotic assisted laparoscopic lysis of adhesions with appendectomy). Essure was removed on (B)(6) 2015. In 2017, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the salpingitis, pelvic adhesions, ovarian abscess, back pain, headache, dysstasia and mental disorder outcome was unknown and the abdominal pain, dizziness, vomiting, pyrexia and anaemia had resolved. The reporter considered abdominal pain, anaemia, back pain, dizziness, dysstasia, genital haemorrhage, headache, mental disorder, ovarian abscess, pelvic adhesions, pelvic pain, pyrexia, salpingitis and vomiting to be related to essure. The reporter commented: (B)(6) 2015, laparoscopic lysis of adhesions with appendectomy , 2017- full hysterectomy with left salpingectomy. Concerning the injuries reported in this case, the following ones were described in patients medical record: ovarian abscess, salpingitis with adhesion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case is incident. Reporter information was added. This case concerns (B)(6) patient. Her demographic was added. Her concurrent was added. Essure indication was amended. Essure insertion and removal date was added. Per plaintiff fact sheet following event severe and permanent injuries was updated to more specified events: pelvic pain, abcess on ovary, acute and chronic salpingitis with adhesions, heavy bleeding with blood clots, abdominal pains, back pain, headaches, pain to the point I could not stand up, dizziness, vomiting, fever, anemia ,psychiatric/psychological condition and plaintiff did not underwent for essure confirmation test. She had recovered from events: blood clots, pain, dizziness, vomiting, fever and anemia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.